Event description:
It was reported that the customer had a crack in her insulin pump. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. A.m. 11/12/2014.